Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that since device implant this patient has felt symptoms of fatigue and dizziness, and has experienced one episode of syncope while driving. The patient uses a circulation device that introduces an electrical current in the foot and was concerned that this may be impacting the pacemaker performance. The patient has not scheduled an earlier follow-up and her previous follow-up showed no device issues. The pacemaker remains in service. No additional adverse patient effects were reported.